Manufacturer narrative:
The customer reported that on april 23, 2024, the brakes of the centrella bed did not hold, and the patient fell sustaining a fracture. During a follow-up call with the customer, the customer stated that this patient was independent, weighing approximately 280-300lbs. And was returning to the bed from sitting in a chair. The patient, leaned on the bed, and the bed rolled away, resulting in the patient falling. The patient sustained a broken shoulder. An x-ray was performed, and the patient¿s shoulder was immobilized with a sling. No additional intervention has been required, the patient remains in the sling at this time. The centrella bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. It is intended for patient populations weighing at least 70 lb (32 kg) and is capable of supporting patients up to 500 lb (227 kg). The brake and steer controls include brake pedals above the foot-end casters and brake and steer pedals above the head-end casters. The inspection of the bed by a baxter technician noted that the bed¿s foot casters out of adjustment and that the wheels spin when the bed is pushed although the brake is engaged. The technician adjusted the brake casters to resolve the reported event. It was also noted that the last known preventative maintenance performed on the associated bed occurred on april 29, 2020. The device IFU instructs the user to perform annual preventive maintenance procedures to make sure the centrella bed operates as originally designed. Per the service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Check the brakes to see whether the bed moves when the brakes are set. Replace parts or adjust the system if necessary. In this event, the patient was reported to have fallen and sustained a broken shoulder. The shoulder required immobilization with a sling. An immobilization sling is often used to prevent further injury to the associated area and its surrounding muscles and tendons, ease pain, and support healing. Based on the details provided, the patient required intervention to preclude permanent impairment or damage to a body structure via immobilization of the shoulder (sling), therefore it can be concluded that a serious injury occurred. The cause of the fall is attributed to the bed rolling despite brake being engaged when the patient attempted to re-enter the bed.

Event description:
The customer reported that on april 23, 2024, the brakes of the centrella bed did not hold, and the patient fell sustaining a fracture. The bed was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).